Event description:
I am writing to you because on (B)(6) 2010, I had a hernia repair on my left side. I have been unable to work since the surgery, and I was terminated from my job as a pharmaceutical sales representative on (B)(6) 2011, because, I could no longer perform the physical demands of my job. I have been in so much pain since my surgery, and am having abdominal, diaphragmatic spasms that radiate from the implant site up into my phrenic nerve. I have experienced hernia repair surgery before on my right side, and it was repaired the "good old fashioned" way, and I have never had a problem with it since. This is a nightmare, as I have worked since I was 13, and am now 49. I have always been very active, and now I have serious limitations and am having to walk with a cane, or I limp. Please respond and let me know if you know anything about this type of patch. Physical therapy (B)(6) 2010 to present, (B)(6) physical therapy physician follow up and care: dr (B)(6). Physician follow up for second opinion: (B)(6). No other products have been used, we are trying to avoid additional surgery of patch removal, this would be a last resort.